Manufacturer narrative:
The hvad is used for treatment not diagnosis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The site's monitor was not returned for evaluation since they assessed the event to be unrelated to the heartware device and the pump remains implanted. The controller (B)(4) was returned to manufacturer for evaluation. Analysis of the controller revealed the device met specifications and, passed both visual examination and functional testing. Preliminary controller log file review revealed that the vad was manually stopped by using the monitor and that there were no associated alarms or electrical fault events. After the event, the site personnel were able to power up the controller (B)(4) and were able to verify functioning audible alarms. Log files for the associated monitor were also provided confirmed that the disable vad stopped alarm function had been used on the patient's controller. That back up controller was never connected to the monitor. The site believes that it is possible that the 'disable vad stop alarm' feature had not been cancelled prior to connecting the monitor to this patient's active controller. Additional training has been provided to the three key clinicians at the site and further training is planned for all users. Of note, this event involved a device that is not the same or similar to the device approved for use in the us. The us PMA version of the monitor has updated software that will not allow the monitor to stop a running pump if it the pump's driveline is connected to the monitor with this setting activated. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to user error. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that the event involved a male patient of unknown age who experienced a reported vad stop event post lvad implantation. Approximately ten days after implantation, the patient was found slumped in his chair and lvad estimated flows and power consumption of 0 l/min. No audible alarms were heard at this time. The patient was treated with a "few minutes" of CPR and the controller was exchanged with successful re-start of the lvad. The patient did not suffer permanent injury and is planning for discharge. Preliminary controller log file review appears to indicate that the vad was manually stopped by using the monitor and that there were no associated alarms or electrical fault events. After the event, the site personnel were able to power up the controller and were able to verify functioning audible alarms. Log files for the associated monitor were also provided and preliminary evaluation confirmed that the disable vad stopped alarm function had been used on the patient's controller. In further discussion with the site, they confirmed that the same monitor was about to be used just prior to this event with another patient's back up controller and that the disable vad stop alarm feature had been used. That back up controller was never connected to the monitor. The site believes that it is possible that the "disable vad stop alarm' feature had not been cancelled prior to connecting the monitor to this patient's active controller. Additional training has been provided to the three key clinicians at the site and further training is planned for all users in the coming weeks. The patient's physician feels that human error was the likely cause of this event. Clinical factors that may have contributed to this event were not reported and do not appear to have impacted the event. It appears that this event was related to user error. No additional information available.